Event description:
When the patient laid down, she started to feel an overstimulation sensation and stimulation in the wrong location. She felt pain in her vaginal area and thought there was a "light" in the vaginal area as well. The device was turned off, but the pain did not resolve. It was noted that the patient works in janitorial and does a lot of bending and heavy lifting. Further information is being requested at this time.